Manufacturer narrative:
Philips service replaced or upgraded the sibbox unit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent fluoro and geo reset were observed on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.